Event description:
It was further reported that the patient¿s infection was unrelated to the intrathecal pump. The device system was reported to have delivered dilaudid.

Event description:
It was reported that the patient was in the intensive care unit due to an infection. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).